Event description:
The customer reported that during use of this suture hook to perform an arthroscopic rotator cuff repair, the distal portion broke off in the patient's shoulder. The surgeon was able to retrieve the tip without patient injury, and the surgical procedure was completed as intended with use of another suture hook.

Manufacturer narrative:
To date, an evaluation has not been completed on this unit. A follow-up report will be sent upon completion of the investigation.